Event description:
The customer reported that the system displayed a log file error and would not boot up. No paitent injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system's pc was restored and it functions as intended.